Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a resection of peritoneal carcinoma, the skin pin from the handle of the device came loose and fell into the patient cavity after the device had been used for one hour. The pin was recovered by the surgeon. There was no patient injury.